Event description:
The customer reported that the unit displays "error 1" and does not boot to the start up screen.

Manufacturer narrative:
(B)(4): the customer reported that the unit displays "error 1" and does not boot to the start up screen. The failure was verified and the unit was repaired locally by replacing multiple parts (power & control pcas). Due to multiple parts being replaced, we cannot determine the cause of this failure.